Manufacturer narrative:
Approximate age of device ¿ 4 years and 2 months.  The product disposition was not provided by the site. It is not known if the device will be returned to the manufacturer for analysis. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient presented to the clinic with an on/off ¿grinding¿ sensation. System controller history interrogation performed by the hospital clinician revealed power elevations, low flows and low speed advisories. There was reportedly concern for pump thrombosis. The patient's lactate dehydrogenase (ldh) had been stable in the low 300s u/l, plasma hemoglobin was mildly elevated in 20s mg/dl. A ramp echocardiogram was borderline and a CT angiography ruled out kink/outflow thrombus. The patient was hypertensive however mean arterial pressure (map) improved since admission. Log file analysis completed by the manufacturer¿s technical services representative revealed the reported low speed drops and power elevations. On 10sep2018, it was reported patient underwent a subcostal pump exchange on an unspecified date given concern for pump thrombosis / mechanical malfunction. The patient was discharged and reported to be doing well. No additional information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information. It was reported that there was concern for possible wire fraying of internal driveline. The patient received a pump exchange on (B)(6) 2018 with no visible thrombus from outside. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the device confirmed internal driveline (dl) wire damage that would have contributed to the reported low speed events. The pump was returned assembled with the driveline cut approximately 2.25¿ from the pump housing and a 6.5¿ segment of dl was also returned. The inflow conduit (inlet tube, flex section, and inlet elbow), sealed outflow graft, and sealed outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Evaluation of the outflow elbow revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(4) also revealed no evidence of depositions or thrombus formations. The outer silicone jacket, clear bionate cover, and the metal braided shield of the driveline were carefully removed in order to evaluate the underlying wires. Visual examination of the 6.5¿ segment of the dl revealed breaches to the insulation of the green, black, brown, red, and orange wires, approximately 8.25-8.75¿ from the pump housing. The green wire redundantly supports motor phase 1, the black and brown wires redundantly support motor phase 2, and the red and orange wires redundantly support motor phase 3. The observed wire insulation damage appeared to be the result of abrasion from the metal shield as a result of repetitive flexing of the driveline in this location. The observed damage was then bypassed and the remainder of the 6.5¿ segment was submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. The pump-end segment of the driveline was submerged as well. This test did not reveal any additional areas of current leakage. If the exposed conductors of the green, black, brown, red, and orange wires made contact with the braided shield while the patient was supported by the power module, the resulting short to ground could have resulted in the low speed events that were confirmed through the evaluation of the submitted log file. These events also could have resulted from a phase-to-phase short if the exposed conductors from these wires made direct contact with each other or simultaneous contact with the braided shield on the power module. It should be noted that a phase-to-phase short also could have occurred if the exposed conductors from these wires made direct contact with each other or simultaneous contact with the braided shield while the patient was supported by batteries; however, no low speed events or pump stops were observed in the submitted log file while the patient was supported by batteries. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the pump-end segment of driveline did not reveal any discontinuities or shorts. It should be noted that continuity testing could not be performed on the 6.5¿ segment of driveline due to the location of the wire damage (the distal end of the wires was unable to be stripped). The pump was cleaned and reassembled. The damage to the 6.5¿ middle segment of driveline was bypassed and the pump was functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the pump functioned as intended. No atypical noises or alarms were observed. The report that the patient felt a ¿grinding¿ sensation from the pump could not be confirmed through this evaluation. No further information was provided. The manufacturer is closing the file on this event.